Event description:
Approximately eleven months after cypher stent implantation, in stent restenosis occurred. This pt presented to cath in 2004. Pci was performed on a 90% de novo lesion in the proximal rca of 25-30mm in length in an unknown vessel diameter. The (b3) was characterized as ostial. Pre-procedure medications included plavix and asa. Intra-procedure medications included heparin and angiomax bolus 20.3 ml/vpd drip250 mg/50cc) 47.3 ml/hr. The lesion was pre-dilated with a 3.0/15mm balloon at 6 atm/25 sec before deploying two overlapping stents. First deployed was one 3.5/28mm cypher stent and second, a 3.5/18mm cypher stent at unknown atm. Post-dilation was preformed with a 4.0/15mm q. Maverick balloon at 16 atm. Timi iii flow was recorded post-procedure. Residual diameter stenosis measured 0%. Post-procedure medications included plavix, 75 mg.